Manufacturer narrative:
Device not returned.

Event description:
On friday, (B)(6) 2016, the physician used the pantheris catheter (model a100, lot number 160308001) on a cto (chronic total occlusion) he had just successfully crossed with an ocelot 0200 (another avinger device). He used the pantheris only in the proximal sfa (superficial femoral artery) because the mid & distal sfa had a couple of existing stents. He successfully treated the proximal sfa, and then he post dilated with an angioplasty balloon (non-avinger device). He continued to pta (percutaneous transluminal angioplasty) within the existing stent & distal to the existing stent down in the popliteal. He removed the filter basket of the spider wire (non-avinger device) which revealed minimal tissue capture. Upon final angioplasty the distal popliteal was found to be approximately 90% occluded. The physician believed he either sent a clot down the vessel or maybe tissue dislodged downstream that was potentially not caught in the filter basket of the spider wire. Tpa (tissue plasminogen activator) was given to the patient, and brought back in for further examination the next day. Follow up from an avinger sales representative was unable to determine if it was a clot or tissue, however, the patient was reported to be fine. The patient was brought back on saturday. A member of the hospital staff that was present during both cases, communicated to the avinger representative that they stented the leg in the problematic area distal to the existing stents, and that all went well. No further issues were reported.